Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. To fix the issue, the service territory manager (stm) replaced the compressor temperature sensor. Then, the unit passed all functional and safety tests.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has no compressor temperature reading. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.